Event description:
False positive result(s). Called in because he claims the test is a false positive. He followed the directions exactly and read the results at the correct time. He took 2 flowflex tests and they both had the c line and a very faint line next to the t. He said he took 6 other tests from abbott and quickvue and they were all negative.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110079 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.